Event description:
Information was received from a patient representative regarding an implanted infusion pump system for intractable spasticity and head/brain injury. At the time of this report, the pump was used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that the patient had the pump for "a number of years" and "this is like the fourth time they've had the pump put in", but this time, they had to replace the catheter and, in the process of the surgery, the catheter broke. At this time, the doctor talked to the patient representative and said that part of the catheter was left in the spinal column and that "it wouldn't hurt to leave it in there" because it would involve "a lot more major surgery to get it out of the spine". It was noted that, in the process of the pump replacement, the patient had a dye study done and "that came out okay".

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# j11478r59 implanted: (B)(6) 2003 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 18-mar-2005, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.